Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported problem about the flap in unknown eye of a patient during lasik surgery. There are multiple related reports for this facility. This report addresses a male patient, 23 years old, unknown eye and other manufacturer reports will be field.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite visit the field service engineer (fse) replaced z-scanner (beam expander) and pc. Fse performed system verification as per sir (service installation record). According to received information, the replaced parts (beam expander and pc) were scrapped after replacement. Samples have been requested but not provided, therefore sample analysis can not be performed. Logfiles review for the treatment day shows no relevant errors or any relevant warnings besides the error during the reported treatment. The reported treatment could be identified in the logfile. The treatment was aborted due to the user releasing the laser pedal and pressed the vacuum pedal, which caused the interruption of the treatment during bed cut. The info message 'vacuum pumps stopped by foot pedal - treatment is aborted' indicated that the user shut down the vacuum pumps by pressing the vacuum pedal. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. Without sample no deeper root cause analysis is possible. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).